Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with an implantable cardioverter-defibrillator (ICD) in 2013. On (B)(6) 2022, the patient was admitted and was experiencing ventricular tachycardia (vt). The patient was given a vt ablation and was cannulated for veno-arterial extracorporeal membrane oxygenation (va-ECMO) due to right ventricular failure and hypotension. The patient was put on epinephrine 4 and propofol 50 and was given 500 ml of albumin, patient had a right arterial line placed, they were transfused with one unit of packed red blood cells, and they were started on an amiodarone drip. An echocardiogram and lab tests were run. The lvad (left ventricular assist device) was reported to function as normal. The patient began to experience left sided weakness and poor neurological status overnight on (B)(6) 2022 into (B)(6) 2022. On (B)(6) 2022, the patient experienced low urine output and on (B)(6) 2022 the patient was anuric despite diuretics and circulatory support. The patient passed away on (B)(6) 2022 due to ventricular tachycardia (vt), cardiogenic shock, respiratory failure, embolic or hypoperfusional (due to known right internal carotid artery (rica) stenosis) stroke, and renal failure. Whether the outcome was device or therapy related was not provided by the customer. The device was not explanted.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not explanted and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia, multiple types of organ failure (respiratory, renal, right heart failure), sepsis, stroke, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted, two weeks before implant. The patient was given a vt ablation on (B)(6) 2022 (not (B)(6) 2022).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.